Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as an open sore that bled. The patient's family member is applying ointments to the area. There is no alleged deficiency. Follow up was completed and the skin irritation was unchanged. The patient ended use of the lifevest.